Manufacturer narrative:
We received two polyaxial screws sw336t lot 51925575 and three set screws sw790t, lot 51986443 lot 51969912 lot 51901071. All screws were microscopically inspected. The inserts exhibit clear visible deformation and scratch marks. The hexagon on both polyaxial screws show significant deformations. Noe insert exhibits a significant deformation on the top. On other inserts, the plate with the snap in nose is bent. It appears as if the insert released due to the screwdriver applying force to the insert. The deformations on the polyaxial screws indicate that the surgeon might have tried a few times to reach and tighten the screw with the wrench. Obviously the insert became loose during correction of the polyaxial screw. The insert was rotated through 90 degrees and afterwards the set screw with the rod has been retightened. With the nose out of alignment, a reliable release of the insert in the body is not longer given and it is possible to switch the inlay in a wrong position. The manufacturing documentation has been checked and found to be according to the specification valid at the time of production. There are no indications for a material or manufacturing defect. The cause of damage appears to be user related.

Event description:
Country of complaint: (B)(4). Polyaxial insert detached from the screw head twice in the middle of the surgical procedure. The two cases of insert detachment occurred to two different screws, the screws were replaced with new ones. Surgical delay over 15 minutes. Components involved: three sw790t set screws.